Manufacturer narrative:
Boston scientific received new information that noise was still present on the atrial and shock channels. During the device replacement procedure, the rate/sense portion of the defibrillation lead was tested on the pacing system analyzer (psa), with normal measurements. The lead was then attached to a competitive ICD; the shock impedance with the new device was >200 ohms. A connection issue was suspected rather than a lead issue, but as no further troubleshooting was performed and the shock impedance issue was not resolved, a problem with the lead conductor could not be ruled out. The physician elected to implant a pacemaker rather than an ICD for this patient and surgically abandoned the high voltage terminal pins. The rate/sense portion was connected to the competitive pacemaker. The atrial lead had been tested on the psa, with normal measurements, and also remained in use with the new device.

Event description:
Boston scientific crm received information that this atrial pacing lead and this defibrillation lead displayed noise on atrial and shock electrograms. The noise on the atrial channel was oversensed, resulting in inappropriate atrial tachycardia response (atr) episodes. Noise was not seen the rate/sense channel. Lead diagnostics were all normal. The noise could not be reproduced with pocket manipulation, isometrics, or the valsalva maneuver. It was not clear to the clinician whether the noise was electromagnetic interference (emi) or myopotential. A boston scientific crm technical services consultant reviewed electrograms and believed the noise to be due to emi and provided the clinician with standard emi recommendations.